Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, all of the staples did not fire. Staples that did fire, did not close properly inside patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). UDI updated.